Manufacturer narrative:
Unit passed displacement and active current measurement tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, the sleep current measurement remained above specifications. The high sleep current measurement appears to be due to a problem in the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery empties very fast. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.